Event description:
Device malfunction: resistance and carving. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, resistance was felt, resulting in carving during advancement of the thumb advancer. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.